Manufacturer narrative:
This ipg serial number was included in field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2013-17218, 1627487-2013-17219, & 1627487-2013-17220. It was reported the pt experienced overstimulation while driving and subsequently was unable to stop accelerating his car, which he drove into a ditch. The pt was re-advised not to drive with stimulation on. F/u identified the overstimulation issue has not resolved. The pt's system was reprogrammed; however, stimulation resulted in the pt experiencing warmth from his scs ipg pocket site down to his right leg causing the leg to feel hot. Additionally, the pt stated he experienced a fall and since has been receiving stimulation in a different area. The pt also stated his scs ipg pocket site remains sore since the fall.